Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right atrial (ra) lead. This resulted in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) was consulted and reprogramming options were recommended. No adverse patient effects were reported. At this time, this device remains in service.